Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, noise was observed. Lead fracture was noted. Lead was capped and replaced on (B)(6) 2016. Patient was fine.